Manufacturer narrative:
G4, b3, d4: UDI unknown. One device was received for evaluation. Visual inspection found a damaged battery compartment and a damaged downstream occlusion (dso) seal. The visual inspection confirmed and determined to be the root cause of the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device is needed for downstream occlusion seal repair. There was unknown patient involvement.